Event description:
A consumer reported that her intraocular lens (iol) became misplaced after implantation. She stated that her vision was good for the first two weeks after iol implant surgery, but then it became blurry. She sought the opinion of a second surgeon who recommended an iol exchange; however, no intervention has been performed due to persistent inflammation, which has also limited the view of her eye during eye examination. She also reported that she developed a corneal abrasion about two months after the iol surgery, which has not resolved. She is currently under the care of a new surgeon. Additional information has been requested from the new surgeon.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).